Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent had been deployed from the delivery system and was not returned for analysis. The complaint states that the stent was implanted inside the patient during the procedure. The ro markerbands and the tip of the device were examined and there was no damage noted. A visual and tactile examination found that the midshaft was kinked at 42 mm proximal to the guidewire exit port. The inner was kinked at 2 mm and 4 mm distal to the distal end of the proximal markerband. The outer was kinked and twisted for a distance of 12 mm proximal to the proximal balloon bond. In addition, the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from the kinked area of the inner at 4 mm distal to the distal end of the proximal markerband and also out through the tip of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that deflation issues occurred. The 90% stenosed, diffused target lesion was located in the mildly tortuous and mildly calcified between the proximal left anterior descending (lad) artery and the mid lad. Intravascular ultrasound (ivus) was performed. A 38 x 3.50 promus premier stent was advanced and deployed in the target lesion. The balloon of the sds was inflated 3 times at 11 atmospheres for 10 seconds. When the physician attempted to remove the device, the balloon was unable to rewrap. A rewrap tool was used and the balloon was refolded. Ivus was performed again. It was noted that the lesion was not dilated enough. The physician then advanced the device inside the stent and performed dilatation at 14 atmospheres. The physician attempted to deflate the balloon, but failed. The contrast agent remained. The physician used a guide wire to deflate the balloon but was unsuccessful at first. Subsequently, the balloon slowly deflated. The device was removed from the patient. The procedure was completed using this device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that deflation issues occurred. The 90% stenosed, diffused target lesion was located in the mildly tortuous and mildly calcified between the proximal left anterior descending (lad) artery and the mid lad. Intravascular ultrasound (ivus) was performed. A 38 x 3.50 promus premier¿ stent was advanced and deployed in the target lesion. The balloon of the sds was inflated 3 times at 11 atmospheres for 10 seconds. When the physician attempted to remove the device, the balloon was unable to rewrap. A rewrap tool was used and the balloon was refolded. Ivus was performed again. It was noted that the lesion was not dilated enough. The physician then advanced the device inside the stent and performed dilatation at 14 atmospheres. The physician attempted to deflate the balloon, but failed. The contrast agent remained. The physician used a guide wire to deflate the balloon but was unsuccessful at first. Subsequently, the balloon slowly deflated. The device was removed from the patient. The procedure was completed using this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).